Event description:
Three patients with discrepant results for multiple assays. Patient 1: initial co2 gave 0.4 mmol/l; repeat gave 26.9 mmol/l. Erroneous results were not reported. The field service representative determined the cause of the discrepant results to be due to a problem with the sample probe and syringes. Replaced sample probe and syringe seals, and flushed sample line. Performance tests were performed and were within specification.

Event description:
Three patients with discrepant results for multiple assays. Patient 2: initial phosphorus gave 0.2 mg/dl; repeat gave 4.0 mg/dl. Erroneous results were not reported. The field service representative determined the cause of the discrepant results to be due to a problem with the sample probe and syringes. Replaced sample probe and syringe seals, and flushed sample line. Performance tests were performed and were within specification.

Event description:
Three patients with discrepant results for multiple assays. Patient 3: initial calcium gave 0.0 mg/dl; repeat gave 7.5 mg/dl. Initial total protein gave 0.1 mg/dl; repeat gave 6.5 mg/dl. Initial albumin gave 0.2 mg/dl; repeat gave 2.1 mg/dl. Erroneous results were not reported. The field service representative determined the cause of the discrepant results to be due to a problem with the sample probe and syringes. Replaced sample probe and syringe seals, and flushed sample line. Performance tests were performed and were within specification.